Manufacturer narrative:
The pod was received with the needle mechanism deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle failing to deploy. The device ran for 1515 pulses. Even though the needle mechanism of the pod was deployed, soft cannula was not visible externally. After opening the top housing of the pod, the soft cannula was measured to be out of specification and found to be cut off. It could not be conclusively determined when this damage to soft cannula occurred. No timeouts and no drive stall were observed in the data that would indicate a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels rose above 20 mmol/l (360 mg/dl) while wearing the pod for 3 hours. Upon inspection, the patient reported that the needle did not deploy. As treatment, the patient gave a manual injection using an insulin pen.